Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the battery gauge was fluctuating and the pump battery was depleting quickly. It was also reported that the pump shut off unexpectedly. Lastly, it was reported that the pump usb port was cracked resulting in difficulties charging the pump.